Event description:
It was reported that customer is experiencing high blood glucose levels. Customer reported a bent cannula on the insulin pump. Customer's blood glucose values ranged from 270-480 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.